Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial leadless pacemaker exhibited far r-wave oversensing resulting in inappropriate automatic mode switch. It also exhibited high capture thresholds, decreased sensing and low pacing impedance. The ventricular leadless pacemaker exhibited high pacing impedance. Low i2i throughput was noted on both devices, and as a result ventricular electrocardiograms were not available. Programming changes were performed. The patient's condition was stable.